Manufacturer narrative:
The device was inspected by an arjo representative. The backrest actuator that lifts the backrest was not functioning and was replaced. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The UDI number is not available as the device was manufactured before UDI implementation

Event description:
It was indicated that the backrest section of the enterprise 8000x bed dropped with a patient due to backrest actuator malfunction. No injuries were reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Following the information received, the backrest section of the enterprise 8000x bed dropped with a patient. No injuries were reported. During the device inspection, it was found that the backrest actuator was mechanically damaged - the actuator cover was cracked. This cover is not responsible for the functionality of the backrest actuator, and therefore, it is highly unlikely that this failure could contribute to the backrest lowering. This was also consulted and confimed with the manufacturer. According to additional information received from the arjo service engineer, the backrest actuator was defective because a part of the ram inside the actuator broke and moved. The review of complaints and service repair records revealed that the backrest actuator had not been replaced in the past. It was also indicated that the bed appeared to be near the end of its life (over 9 years old). Based on this it can be determined that the backrest actuator deteriorated within the years of usage and normal wear of the part seems to be most likely the cause of the event. The instructions for use (IFU) dedicated to the enterprise 8000x bed (IFU 746-585) include the following information in preventive maintenance section: - action to be done by caregiver weekly: "carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)" "If the result of any of these tests is unsatisfactory, contact arjohuntleigh or an approved service agent." The enterprise 8000x bed did not meet the manufacturer¿s specifications. The patient was lying on the bed when this event occurred. The complaint decided to be reportable due to collapse of the backrest section when the patient was on the bed.